Manufacturer narrative:
Ultrasonic imaging revealed a tear in a patient's rotator cuff during a follow-up visit 4-6 weeks after a procedure with the tenex health tx system. The patient was an active woman. There was apparently no clinical improvement after the procedure, and some clinical worsening at the 4-6 week follow up. Note that the date of occurrence was estimated based on the time of reporting and reported approximate time since the procedure.

Event description:
A physician reported that he had discovered a rotator cuff tear in a patient 4-6 weeks after a procedure with the tenex health tx system. It is unclear if the procedure caused the tear.